Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: see scanned table. Pt was instructed to go to the ER by their physician to obtain a lab inr result on (B)(6) 2013. Therapeutic range: 2-3.